Event description:
It was reported that the customer experienced various errors on her pump, leading to rapid consumption of cartridges as she attempted to address these issues. There was no reported impact to the customer¿s blood glucose level. Technical support sent replacement cartridges to the customer to resolve the issue.